Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2938836-2019-04853. It was reported that the right atrial lead was dislodged. The physician capped and replaced the right atrial lead on (B)(6) 2019. During the revision procedure, the physician found unspecified malfunction on the device. The physician decided to explant and replace the device. The exact reason for the explant is unknown. The patient was stable post procedure.